Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the carbon bridge to resolve the issue. Beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported erroneously high patient results for sodium (na) on the unicel dxc 600 pro synchron access clinical system. The high patient results were reported outside of the lab. The customer confirmed the qc recovered within specification prior to the event. There was no change to patient treatment in association with this event.